Event description:
Caller reported the upper front button on the pump does not react always. Caller stated the button must be pressed repeatedly to make it work. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).